Event description:
Same case as: 2134265-2015-02663. It was reported that a rotawire fractured, vessel perforation and death occurred. The target lesion was located in the circumflex artery. A 1.50mm rotalink¿ plus and a rotawire were selected to treat the lesion. During the procedure, the burr was over the rotawire and while approaching around the bend of the vessel, it was noted that the burr severed the wire into two pieces and popped thru the artery wall. The burr and portion of the wire were removed but a piece of the wire still remained in the circumflex artery. The physician used an unspecified balloon on the artery; however, the patient was started coding. Subsequently, medications and chest compressions were given but eventually the patient died. The cause of patient¿s death was the burr perforating the artery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).